Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated to 10 atmospheres and was deflated. However, when the balloon was re-inflated to 12 atmospheres, a pop sensation was felt and when the balloon was attempted to further inflate, a pinhole leakage of the contrast was noted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.